Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusion.

Event description:
Literature complaint: ahmed at al. 2018. Endoscopic ultrasound-guided gallbladder drainage: results of long-term follow-up. In this study, consecutive patients who underwent eus gbd for acute cholecystitis between february 2014 and september 2016. A double pigtail plastic stent (7fr, 10 cm, cook medical, bloomington, indiana, USA) was placed within the metallic stent to prevent stent migration. Long term outcomes after endoscopic ultrasound guided gallbladder drainage: recurrence of cholecystitis based on clinical symptoms, laboratory markers, and imaging studies was observed in one patient the event location is possible (B)(6) or (B)(6), two pr¿s have been created to capture each location. (B)(4) captures (B)(6), (B)(4) captures (B)(6).

Manufacturer narrative:
This is a cancellation report. This file is no longer reportable as the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016). Based on clinical input received this device did not cause or contribute to the pneumoperitoneum. Customer name: dr. (B)(6).

Event description:
This is a cancellation report. This file is no longer reportable as the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016). Based on clinical input received this device did not cause or contribute to the pneumoperitoneum.